Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported that that patient experienced an infection at the ipg site. Reportedly, the ipg site did not heal fully, there was a small pin size hole and exuding fluid from the pocket site. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was relocated from the chest to flank region to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.